Event description:
The patient was implanted with a smooth gel-filled mammary prosthesis in 2007 for reconstruction purposes. Approximately one year later, the pt was diagnosed with undifferentiated connective tissue disease by a rheumatologist. The breast implant remains implanted.